Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issues. Physio determined that the cause of the reported issue was that the power to therapy pcb cable, which connects the power pcb assembly to the therapy pcb assembly, was very loose and almost completely disconnected. Physio then reseated the power to therapy pcb cable which resolved the reported issues. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer initially contacted physio-control to report that their device had a service indicator present and would not power on using dc (battery) power only. The device customer advised that the device would still power on using ac power. There was no patient use associated with the reported event. Upon evaluation of the customer's device physio-control verified the reported issue; however, physio also observed that the device could only charge and shock at a maximum of 10 joules with a battery installed. Without battery a battery installed in the device, it could only charge and shock at a maximum of 70 joules.